Event description:
Reporter indicated "during interrogation the screen went out and the physician couldn't restart it." Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.